Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pn relion 32g x 4mm 3b tw 50ct were able to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that in this box 5 pen needles clogged during injection and were primed needles with success. Date of event : (B)(6) 2022. Samples status : discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail was found.

Event description:
It was reported that 5 pn relion 32g x 4mm 3b tw 50ct were able to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that in this box 5 pen needles clogged during injection and were primed needles with success. Date of event : (B)(6) 2022. Samples status : discarded.